Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for driveline drainage that started during the last week of (B)(6) 2023. Computed tomography (CT) was performed that showed abnormal tissue surrounding the driveline and subcutaneous tissues concerning for infection/ abscess. Cultures were positive for pseudomonas aeruginosa. The infection was treated with cefepime 2g IV every 8 hours starting (B)(6) 2023. It was deemed that it would not be curable without device removal and the patient was upgraded to status 3 orthotopic heart transplant. The patient was discharged (B)(6) 2023.